Manufacturer narrative:
In trouble-shooting, the medtronic representative confirmed that prior to registration the frame was seated well in the articulating arm. The medtronic representative did not see the arm get bumped. On 09/13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/19/2016 a medtronic representative, following-up at the site, reported the surgeon acknowledged it was a bad scan, and it was a mediocre registration. The navigation was off by several centimeters, too deep. There was no delay and there was no incision when they decided to abandon navigation. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged that their navigation system became inaccurate. They had done a pointmerge registration and deemed being accurate, however, after going sterile, when the probe was placed on the skin, the software was showing it in the middle of the patient's head. The surgeon opted to continue to completion without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information. Per reported information from the surgeon, the most likely cause was bad scan from the facility imaging department which caused the symptom. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance and instructions regarding proper imaging protocols for cranial, dbs, spine, and ent applications. The IFU also contains guidance regarding proper tracer registration technique.